Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced an unspecified low blood glucose (bg) which was addressed with sugar. The cause of bg was unknown. Reportedly, the customer declined troubleshooting with tandem¿s technical support.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were not confirmed. There were no irregular bolus requests delivered. Three cartridge change sequences were completed with three fill tubing processes conducted, all back to back. Basal rate was set to .165 units of insulin per hour. Complaint could not be confirmed. If user did not disconnect during ¿tubing fill¿ process of the cartridge change sequence insulin would be delivered, and this could cause bg levels to drop. There is no evidence that the insulin pump experienced a malfunction or failure to cause a low bg level.